Manufacturer narrative:
Additional information received on may 19, 2021 indicated that the patient had the device removed on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 29, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 525cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.2 cm. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 25, 2022 indicated that patient reported that the left side also deflated. Manufacturer¿s reference number: (B)(4) follow up (2) mistakenly reported that the patient had bilateral replacement. Correction: patient underwent unilateral right side replacement with cat #3501685 / sn #(B)(6).

Manufacturer narrative:
Additional information received on august 7, 2022 indicated that the patient also underwent right sided open capsulotomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2021 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device indicated that the patient underwent bilateral replacements as follow: r) cat #3501685 / sn # (B)(6), l) cat #3501685 / sn # (B)(6) on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female who underwent primary breast augmentation with a mentor smooth round moderate profile 525cc saline prothesis experienced spontaneous right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.